Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer had high blood glucose levels (>500 mg/dl). Reportedly, customer has received occlusion alarms. Pump passed delivery system check.